Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("malposition of essure device location of device: endometrium, migration of essure device location of device: endometrium / perforation (uterus) / essure coil is partially extruded into endomet cavity") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginitis, essential hypertension, cryosurgery (cryosurgery of lesion of cervix 1997.), anxiety and overweight. Previously administered products included for an unreported indication: lisinopril. Concurrent conditions included body mass index normal, menometrorrhagia, uterine fibroids, ovarian cyst and cystoscopy. Concomitant products included docosanol (abreva), lisinopril since (B)(6) 2011, valaciclovir (valacyclovir) since (B)(6) 2011 and zolpidem tartrate (ambien) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy on (B)(6) 2013, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, genital haemorrhage, pelvic pain, menorrhagia, female sexual dysfunction, dysmenorrhoea, dyspareunia, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Current weight (B)(6) lbs. 4. Ovaries: left ovary with hemorrhagic corpus luteum and right ovary with benign serous cyst. A metallic spring is identified within the superior portion of the uterine cavity and metallic springs are identified extending into each of the cornu. R: 6 coils. L: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essures are noted with apparent bilateral successful tubal occlusion. Minimal serpiginous contrast seen adjacent to the right essure during the latter part of the exam. Although this could represent a portion of the right fallopian tube it does not extend to the distal tip of the essure and is most likely in the adjacent venous structures secondary to intravasation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2019: pfs and mr received: events: genital bleeding, vaginal hemorrhage, menorrhagia, apareunia, uterine perforation, dysmenorrhea, dyspareunia, pelvic pain, weight gain, abdominal pain were added. Essure removal date and surgeries were added. Event onset date were added. Concomitant drugs and conditions were added. Patients demographic conditions were added. Reporters were added. Reporter causality comments were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: endometrium, migration of essure device location of device: endometrium / perforation (uterus) / essure coil is partially extruded into endomet cavity/perforation uterus'), pelvic abscess ('abscess'), genital haemorrhage ('abnormal bleeding') and oophorectomy ('oophorectomy') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginitis, essential hypertension, cryosurgery (cryosurgery of lesion of cervix 1997.), anxiety and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007 and lisinopril. Concurrent conditions included body mass index normal, menometrorrhagia, uterine fibroids, ovarian cyst and cystoscopy. Concomitant products included docosanol (abreva), lisinopril since (B)(6) 2011, valaciclovir (valacyclovir) since (B)(6) 2011 and zolpidem tartrate (ambien) since 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6)2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6)2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic abscess, oophorectomy, pelvic pain, female sexual dysfunction, dyspareunia, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, oophorectomy, pelvic abscess, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes current weight 165 lbs. 4. Ovaries: left ovary with hemorrhagic corpus luteum and right ovary with benign serous cyst. A metallic spring is identified within the superior portion of the uterine cavity and metallic springs are identified extending into each of the cornu. R: 6 coils. L: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essures are noted with apparent bilateral successful tubal occlusion. Minimal serpiginous contrast seen adjacent t0 the right essure during the latter part of the exam. Although this could represent a portion of the right fallopian tube it does not extend to the distal tip of the essure and is most likely in the adjacent venous structures secondary to intravasation.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: endometrium, migration of essure device location of device: endometrium / perforation (uterus) / essure coil is partially extruded into endomet cavity/perforation uterus'), pelvic abscess ('abscess'), genital haemorrhage ('abnormal bleeding') and oophorectomy ('oophorectomy') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginitis, essential hypertension, cryosurgery (cryosurgery of lesion of cervix 1997.), anxiety and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007 and lisinopril. Concurrent conditions included body mass index normal, menometrorrhagia, uterine fibroids, ovarian cyst and cystoscopy. Concomitant products included docosanol (abreva), lisinopril since (B)(6) 2011, valaciclovir (valacyclovir) since (B)(6) 2011 and zolpidem tartrate (ambien) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced pelvic abscess (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and underwent oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic abscess, oophorectomy, pelvic pain, female sexual dysfunction, dyspareunia, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, oophorectomy, pelvic abscess, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes current weight 165 lbs. 4. Ovaries: left ovary with hemorrhagic corpus luteum and right ovary with benign serous cyst. A metallic spring is identified within the superior portion of the uterine cavity and metallic springs are identified extending into each of the cornu. R: 6 coils. L: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essures are noted with apparent bilateral successful tubal occlusion. Minimal serpiginous contrast seen adjacent t0 the right essure during the latter part of the exam. Although this could represent a portion of the right fallopian tube it does not extend to the distal tip of the essure and is most likely in the adjacent venous structures secondary to intravasation. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events abscess and oophorectomy were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('malposition of essure device location of device: endometrium, migration of essure device location of device: endometrium / perforation (uterus) / essure coil is partially extruded into endomet cavity') and genital haemorrhage ('abnormal bleeding') in a 47-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginitis, essential hypertension, cryosurgery (cryosurgery of lesion of cervix 1997.), anxiety and overweight. Previously administered products included for an unreported indication: iud from 2005 to 2007 and lisinopril. Concurrent conditions included body mass index normal, menometrorrhagia, uterine fibroids, ovarian cyst and cystoscopy. Concomitant products included docosanol (abreva), lisinopril since (B)(6) 2011, valaciclovir (valacyclovir) since november 2011 and zolpidem tartrate (ambien) since (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 3 years 4 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy on (B)(6) 2013, oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, pelvic pain, female sexual dysfunction, dyspareunia, weight increased and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes current weight 165 lbs. 4. Ovaries: left ovary with hemorrhagic corpus luteum and right ovary with benign serous cyst. A metallic spring is identified within the superior portion of the uterine cavity and metallic springs are identified extending into each of the cornu. R: 6 coils. L: 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essures are noted with apparent bilateral successful tubal occlusion. Minimal serpiginous contrast seen adjacent t0 the right essure during the latter part of the exam. Although this could represent a portion of the right fallopian tube it does not extend to the distal tip of the essure and is most likely in the adjacent venous structures secondary to intravasation.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia, uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received- outcome of dysmenorrhea, vaginal haemorrhage, menorrhagia, genital haemorrhage updated to recovered / resolved. Historical drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.